Manufacturer narrative:
Medical devices: product ID 37603 lot# serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Information references the main component of the system and other applicable components are: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type extension. Product ID 3389s-40, lot# va11hs0, implanted: (B)(6) 2016, product type lead. Product ID 3389s-40, lot# va11hs0, implanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that every time the patient shaves with their electric razor their neck gets stiff. The patient indicated this happened when they shaved over their lead/extension. The patient requested guidelines for their plug-in razor. No further complications were reported as a result of this event. Refer to manufacturer report #3004209178-2017-17977 for details pertaining to the reportable related event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported that they switched to a manual razor in order to resolve the emi they were getting from the electric razor.